Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting it was determined that the customer loads with cold insulin. Tandem technical support educated customer on insulin labeling. Customer continued using the existing cartridge. Customer¿s blood glucose level ranged from 158-159 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.